Event description:
It was reported that loss of capture was observed. Noise was not reproducible with provocative movements. X-ray was performed and the lead appears to be stretched. Physician repositioned the lead and achieved correct measurements. Patient condition was good.